Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Our evaluation of the photos provided confirmed the cups in the open position. Without the return device, we are unable to perform a product evaluation and confirm the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states a bronchoscopy procedure was being performed. The instructions for use states: "this device is used to obtain endoscopic mucosal tissue biopsies and/or for foreign body retrieval." The instructions for use states: "do not use this device for any purpose other than stated intended use." Prior to distribution, all captura biospy forceps without spikes are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Additional comments regarding this report: based on the information provided that the device was used off label [in a bronchoscopy], a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a bronchoscopy procedure, the physician used a cook capture biopsy forceps without spike [off label use]. The forceps were defective shortly after the biopsy. The forceps would not close.